Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. Concomitant medical products: product ID: 4968 lead, implanted: (B)(6)1999.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced rapid battery depletion from high outputs after a heart valve operation. An x-ray revealed no visual changes with the leads. It was also noted that the right ventricular (rv) lead had significantly reduced impedance, and the right atrial (ra) lead showed impedance variations, and both leads experienced loss of capture. The device and leads remains in use and continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.